Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the right ventricular lead exhibited high pacing lead impedance. The pacing lead impedance has shown a gradual increase since (B)(6) 2019. The patient is not device dependent. No noise events were noted with isometric testing. Lead revision was discussed. Programming changes were made. There were no consequences to the patient.